Event description:
This is the second of three reports (same reporter and same product ID); linked to mfg reports: 3006697299-2016-00077 and 3006697299-2016-00079. It was reported that upon initial glance the device works fine but then the temperature value disappears and the icp values oscillate. The oscillation is even to the negative range and then an unknown error message appears. This cam cable had been used for at least twenty to thirty demos without any issues. The incident occurred on (B)(6) 2016; the device was not in contact with a patient therefore there was no patient injury or death alleged. The event did not lead to an increase in surgery time. The device is available for return.

Manufacturer narrative:
This is the second of three reports (same reporter and same product ID); linked to mfg reports: 3006697299-2016-00077 and 3006697299-2016-00079. Additional information received from customer on 09feb2016 stated the camcabl camino cable was working perfectly well and therefore the device was not returned. Integra has completed their internal investigation on 09feb2016. The investigation included: device not returned. Methods: review of complaint history. Results: the DHR review could not be completed for camcabl cable since neither the serial number nor the lot number were provided. No trend has been identified. Conclusion: the camcabl cable was not returned to integra for failure analysis investigation as the complaint originator communicated that there is no issue with the device as it works perfectly well. Reported failure ¿cable defective¿ was not confirmed due to product not returned from the customer.